Event description:
It was reported that while using bd max¿ system, bd max¿ instrument 7 false positive results were obtained by the laboratory personnel. A cadet gene expert test was used to confirm the results as false positives. The customer stated there was no patient impact.

Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that while using bd max¿ system, bd max¿ instrument 7 false positive results were obtained by the laboratory personnel. A cadet gene expert test was used to confirm the results as false positives. The customer stated there was no patient impact. D.1. Medical device brand name: bd max¿ system, bd max¿ instrument. H.6. Investigation: the complaint of "false positive" was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving 7 false positive among 18 samples in one run with CT values above 30 for bd sars cov-2 assay. A confirmatory test was performed for the positive on a cadet gene expert platform and the samples were negative. Review of the database shows true amplification on the samples in question in the raw data curve. Discussion with the customer concluded that there was no issue with the instrument and that it was a sample preparation error. Root cause was determined to be workflow error. Complaint is unconfirmed as an instrument issue. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument installation ,and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ instrument, remanufactured 7 false positive results were obtained by the laboratory personnel. A cadet gene expert test was used to confirm the results as false positives. The customer stated there was no patient impact.